Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated b5, b7, h4. Updated d4 expiration date. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected d6 by removing explanted date. Corrected h6 clinical code by replacing code-4446 with code-1710. Corrected h6 investigation findings by replacing code-180 with code-3221. Corrected h6 investigation conclusions by replacing code-50 with code-4315.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, nine (9) months due to severe progressive symptomatic stenosis secondary to degeneration. The patient presented with angina pectoris secondary to aortic valve stenosis. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was discharged to home on pod #1.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, nine (9) months due to severe progressive symptomatic stenosis secondary to degeneration. The patient was presented with chest pain, pressure and shortness of breath the tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was discharged to home on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and degeneration in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated b5, b7, e4. Updated e1 fax number. Updated h6 clinical code by replacing code-4580 with code-4446. Updated h6 device code(s) by adding code-1153. Updated h6 type of investigation by adding code-4112. H11: corrected data: corrected h6 investigation conclusions by replacing code-4315 with code-50.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, nine (9) months due to stenosis. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. No additional information has been provided.